Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported device was not active during inspection involving an olympus xenon light source. The customer suspected that the cause was due to a loose cable neutral inside the power cord. There was no patient involvement reported.